Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not able to start up. Upon troubleshooting rse found that the system was not able to switch the system on using the review module but switched on by using the m cabinet. To resolve the issue, rse replaced the review module in the control room. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.